Event description:
It was reported that (6) devices were used during a leberzyste. It was reported by the affiliate that the lcsc6 shears, used with a h3tuv, emitted noises. Another device was used to complete the case. There was no consequence to the pt. Only (2) of the (6) are being returned.